Event description:
The dental implant fx4514swc was removed on (B)(6) 2017 due to failure to osseointegrate within 2 months and 17 days after implantation. The doctor noted bone resorption during surgery. The patient has medical history of hypertension. The patient has recovered without complications.